Event description:
It was reported during a total knee arthroplasty there were scratches on a poly bearing. Subsequently, surgeon felt the scratches were too significant to implant. As a result, another bearing was utilized to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. Examination of returned device found evidence of product non-conformances. During the evaluation, a scratch and nine divots were found on the surface of the implant.